Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: blood pump;pump stoppage.specific component(s) involved: driveline malfunction;broken stabilizer and severed internal wires.causative or contributing factor: no specific contributing cause identified.intervention(s): vad explant.implant device type: lvad.